Manufacturer narrative:
Investigation results indicate a device failure caused by an intermittent electrical connection between a receiver coil wire and a demodulator feed-through pin. The problems described in the recipient report seem to be congruent with this finding. This is a final report.

Event description:
The user reported intermittant hearing with head movement or when moving the coil. The user wears eyeglasses and the arm of the glasses lays over the device where a loose contact between the coil and bone conduction floating mass transducer (bc-fmt) is suspected.

Event description:
The user reported intermittant hearing with head movement or when moving the coil. The user wears eyeglasses and the arm of the glasses lays over the device where a loose contact between the coil and bone conduction floating mass transducer (bc-fmt) is suspected.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow-up report.